Event description:
A physician reported that during a cataract surgery an ophthalmic phacoemulsification handpiece was over heating and exhibited ultrasound malfunction. Surgery was completed using another product. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. A phaco handpiece non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A phacoemulsification (phaco) handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The phaco hp was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully. However, system message displayed when attempting a five-minute burn-in with the system set at 100% ultrasonic and torsional power. The cable jacket was stripped near the connector strain relief revealing broken wires. The overheating was also confirmed. The root cause of the reported event can be attributed to broken wires within the cable jacket near the connector strain relief. However, how or when the wires broke remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).